Event description:
On (B)(6) 2011, an abbott point of care distributor ((B)(4)) became aware of a customer who stated that they were yielding a high rate of code 20, filling issues and star-outs. There was no info at the time of the yield rates. On (B)(6) 2011, abbott point of care became aware of the yield issue by the abbott point of care distributor. There were no yield rates available at this time. On (B)(6) 2011, abbott point of care became aware that the yield rate for code 20 was 72 out of 200 cartridges. There were no yield rates available for star outs or fill issues. The investigation is pending. Based on the info at the time, there were no injuries associated with the event.

Manufacturer narrative:
(B)(4).